Event description:
It was reported that bd oncology set vp was cracked. The following information was received by the initial provider with the verbatim: was about to fill the infusion set with sodium chloride . Squeezed lightly on the drop chamber and it cracked. Notifier submits the defective infusion set and an unopened set to the supplier.

Manufacturer narrative:
E1: initial reporter address- (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: "was about to fill the infusion set with sodium chloride. Squeezed lightly on the drop chamber and it cracked." This feedback relates to a 70950e product from lot 1027062. As part of a continuous improvement activity bd engineering have initiated a project to improve the functionality of the drip chamber component by changing its raw material. Testing has shown that the use of an alternative material can reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed. Please note, while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking. A review of the production records for lot 1027062 did not identify any in-process testing failures or quality deviations which may have caused or contributed to the customer's experience. A review of the customer feedback database indicates that, whilst there are other complaints received against the drip chamber component, this is considered a rare occurrence. The bd designated complaints handling unit will continue to monitor incoming feedback very closely in order to ensure that this trend is not increasing. Please continue to report these events if they occur.

Event description:
No additional information it was reported that bd oncology set vp was cracked. The following information was received by the initial provider with the verbatim: was about to fill the infusion set with sodium chloride . Squeezed lightly on the drop chamber and it cracked. Notifier submits the defective infusion set and an unopened set to the supplier.

Event description:
Cracked dripchamber when did the incident occur?before use was about to fill the infusion set with sodium chrloride . Squeezed lightly on the drop chamber and it cracked. Notifier submits the defective infusion set and an unopened set to the supplier I will visit the customer on monday 6. Nov to retrieve the set sample available, quantity involved 1.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1026534 d4. Medical device expiration date: 05/2026 h4. Device manufacture date: 06/2023 investigation results: one 70950e sample from lot 1026534 was received for investigation of (B)(4), in which the customer has stated: "squeezed lightly on the drop chamber and it cracked." The original feedback stated that the lot number involved was 1027062; however, no sample of that lot was provided. Examination of the sample confirmed the customer's experience as leakage was observed from a crack in the drip chamber barrel (appendix 1). As part of a continuous improvement activity bd engineering have initiated a project to improve the functionality of the drip chamber component by changing its raw material. Testing has shown that the use of an alternative material can reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed. Please note, while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking. A review of the production records for lots 1027062 and 1026534 did not identify any in-process testing failures or quality deviations which may have caused or contributed to the customer's experience. A review of the customer feedback database indicates that, whilst there are other complaints received against the drip chamber component, this is considered a rare occurrence. Bd will continue to monitor incoming feedback very closely in order to ensure that this trend is not increasing. Please continue to report these events if they occur.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.